Event description:
It was reported that the bd microfine¿ + pen injector needles one pen needle in which the drug solution did not come out. The following information was provided by the initial reporter translated from japanese. "While giving an instruction on manipulative techniques for a patient, the hcp encountered one pen needle in which the drug solution did not come out.¿

Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.